Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 05-apr-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl concentration unknown at 100 mcg/day via an implanted pump for an unknown indication. It was asked but unknown when the event /difficulty occurred. It was noted per the clinician the pump was replaced due to expected end of life on (B)(6) 2017 and the patient had not had "and" effective response to therapy. It was reported the medication in the pump was switched from dilaudid to fentanyl, with increased doses up to fentanyl 200 mcg/day with no results. It was noted there were no environmental/external/patient factors that may have led or contributed to the issue. A catheter dye study was performed on (B)(6) 2018 and the catheter ¿was not working.¿ on (B)(6) 2018, the infusion rate was decreased from 200 mcg/day to 100 mcg/day and the plan was to decrease the infusion rate to 50 mcg/day on day of surgery for catheter replacement on (B)(6) 2018. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event was ¿unable to obtain, not available.¿ it was noted the patient¿s weight and medical history were unknown, but the rep would follow-up for more information. Additional information as received from a company representative (rep) on (B)(4) 2018 indicated that the patient¿s medications included: ambien cr, arthrotec, belsomra, buprenorphine, buprenorphine-"nalaxone", ibuprofen, medrol, morphine extended release, "oxydodone", seroquel, valium, zostavax. The patient¿s contact allergies included latex and tape. The patient¿s health history included chronic low back pain with stenosis starting in 2008, rotator cuff repairs, c-sections, hernia repair, hysterectomy, hernia repair, breast reduction, gastric bypass, pain pump implant since 2003, hypertension, arthritis, and osteoporosis. It was reported a catheter dye study was performed on (B)(6) 2018 and after accessing the cap with the cap kit, they were unable to withdraw any fluid with a 25 gauge non-coring needle attached to a 3 ml syringe, even after repositioning the needle two times. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on (B)(4) 2018 indicated the cause of the catheter not working and inability to withdrawal fluid during the dye study was never determined. It was further clarified upon exposing the spinal incision site, the neurosurgeon observed the existing 8709 catheter was kinked at the anchor and the catheter was at a 90 degree angle. Upon removing the 8709 catheter from the anchor, the catheter broke so two separate pieces were being sent back to product analysis, along with the 8709 split anchor. A new 8780 catheter was implanted. The infusion rate started was fentanyl 50 mcg/day and bupivacaine 0.1 mg/day after priming for newly implanted catheter length only. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2004, product type: catheter; product ID: 8578, lot# n246329007, implanted: (B)(6) 2011, product type: catheter; product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that 9 months before the patient had their catheter replaced in (B)(6) 2018 they had shakes, sweats, and severe pain. The patient reported that they had been on dilaudid for many years and had built up a tolerance for it. The patient became bedridden. The patient was changed to fentanyl. A dye study was done some time after the drug change and it was reported that the catheter was cracked and "all the fentanyl leaked out." The patient reported that prior to the discovery of the cracked catheter they were in withdrawal for 8-9 months (likely due to the cracked catheter/leak). The patient reported that they were freezing and shaking "like a leaf," confused, vomiting, and was unable to get out of bed to walk. The patient reported that when they were bedridden they developed a decubitus ulcer. The patient had a new catheter put in on (B)(6) 2018. No further complications were anticipated/reported.

Manufacturer narrative:
The catheter was returned and analysis found coring in the cup of the connector and an area where the catheter had been abraded. Device code (B)(4) added to reflect the analysis results identified on 2019-feb-11. If information is provided in the future, a supplemental report will be issued.